Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Wife reported customer had readings of 33 mg/dl, 30 mg/dl, and 139 mg/dl within 10 minutes. No adverse event reported, meter and strips replaced and requested for return.